Event description:
It was reported that episodes of failure to capture, deceased r-wave amplitude values, and decreased pacing impedance values were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.